Event description:
The (B)(4) study for patient with ID (B)(6) was admitted with a non ruptured aneurysm of anterior communicating artery (sac height UK mm, sac width UK mm and neck UK mm), discovered following symptoms related to sah, and during the procedure with galaxy coils and a thrombotic event was report. Medications given during the intervention consisted of reopro and heparin IV therapeutic, and heparin IV therapeutic dosage during 48h after embolization. The current patient condition was indicated that the event was resolved without any neurologic sequeale. The event was not related to the coil, and was resolved without sequeale the same day. The patient was discharged two weeks after the index procedure. At baseline, the mrs was no significant disability despite symptoms and hunt and hess score, asymptomatic, mild, headache, slight nuchal rigidity. The patient medical history consisted of no hypertension, current smoker, no diabetes, and no hyperlipidemia. During the index procedure 5 coils were implanted at the desired site: - 1 coil trufill galaxy 640cx0410 - galaxy complex xtrasoft 4mmx10cm (15690704) - 1 coil trufill galaxy 640cf0306 - galaxy mini complex 3mmx 6cm (15673904) - 3 coil trufill galaxy 640cx0202 - galaxy complex xtrasoft 2mmx2cm (15701050) no additional technique was used during the procedure (balloon/stent). The procedure was completed due to satisfactory results. No sub-arachnoids hemorrhage was reported before the procedure, without modification of initial procedure plan. The final angiographic results was satisfactory.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. This report is for the following products and also represent the product noted: 1 coil trufill galaxy 640cx0410 - galaxy complex xtrasoft 4mmx10cm (15690704); 1 coil trufill galaxy 640cf0306 - galaxy mini complex 3mmx 6cm (15673904); 3 coil trufill galaxy 640cx0202 - galaxy complex xtrasoft 2mmx2cm (15701050). Because it is unknown which device if any contributed to the event.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The (B)(6) study for patient with (B)(6) was admitted with a non ruptured aneurysm of anterior communicating artery (sac height UK mm, sac width UK mm and neck UK mm), discovered following symptoms related to sah, and during the procedure with galaxy coils, a thrombotic event was report. Medications given during the intervention consisted of reopro and heparin IV therapeutic, and heparin IV therapeutic dosage during 48h after embolization. The current patient condition was indicated that the event was resolved without any neurologic sequeale. The event was not related to the coil, and was resolved without sequeale the same day. The patient was discharged two weeks after the index procedure. At baseline, the mrs was no significant disability despite symptoms and hunt and hess score, asymptomatic, mild, headache, slight nuchal rigidity. The patient medical history consisted of no hypertension, current smoker, no diabetes, and no hyperlipidemia. During the index procedure 5 coils were implanted at the desired site: 1 coil trufill galaxy 640cx0410 - galaxy complex xtrasoft 4mmx10cm (15690704); 1 coil trufill galaxy 640cf0306 - galaxy mini complex 3mmx 6cm (15673904); 3 coil trufill galaxy 640cx0202 - galaxy complex xtrasoft 2mmx2cm (15701050). No additional technique was used during the procedure (balloon/stent). The procedure was completed due to satisfactory results. No sub-arachnoids hemorrhage was reported before the procedure, without modification of initial procedure plan. The final angiographic results was satisfactory. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lots (15701050, 15673904, & 15690704) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Thromboembolism is a known potential adverse event associated with the use of the coils as outlined in the instructions for use. Pharmacological and clinical factors including this patient¿s pre-procedure presentation with an aneurysm may have contributed to the event. Based on the reported information, there is no indication of any device performance or manufacturing issues related to the reported event. Therefore, no corrective actions will be taken at this time.